Manufacturer narrative:
Manufacturing review: review of manufacturing records was not required, as no additional complaint has been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: a stent delivery system was returned. Based on the evaluation a detached inner catheter and atraumatic tip could be confirmed. The inner catheter was found to be detached from the hypotube and the tip was missing. Marks of bonding could be identified during evaluation, and a guide wire was found to be stuck in the inner catheter. A deployment issue could not be confirmed because the stent was missing and because images have not been provided . A manufacturing related issue could not be identified. Labeling review: in reviewing the applicable labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: 'if resistance is met while retracting the stent system over a guidewire, remove the stent system and guidewire together.' Regarding preparation the IFU states: 'flush the inner lumen of the stent system with heparinized normal saline prior to use.' Regarding the usage of accessories the IFU recommended a 0.035 inch diameter guidewire of appropriate length. The IFU states:'predilitation of the lesion should be performed using standard techniques.' In regards to force increase during deployment the IFU states:' if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system as possible, and replace with a new unit.' The catalog number identified has not been cleared in the u.s. But, it is similar to the lifestent stent system products that are cleared in the us. (Expiry date 05/2020), (B)(4).

Event description:
It was reported that during treatment, the delivery system allegedly became stuck on the guidewire and the stent failed to deploy. It was further reported that the delivery system could not be removed over the guide wire. There was no reported patient injury.